Event description:
Event description guidant received information that at a follow-up visit in an attempt to interrogate the device a programmer error was recieved, meaning that telemetry could not be established with this pacemaker, thus interrogation was not possible. A second programmer was not immediately avaliable to verify if the problem was with the programmer or the device.